Event description:
It was reported that the right ventricular (rv) lead was found to have no pacing or sensing on interrogation prior to an ablation procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5826, ipg, implanted: (B)(6) 2009. (B)(4).